Manufacturer narrative:
(B)(4). Batch # 724a27. Date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the long60a device was returned with the closing trigger and anvil in the opened position. One gst60d reload was loaded in the device. The reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not close. The knife was returned to its home position and the returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open or would not closed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 724a27, and no non-conformances were identified.

Event description:
It was reported that the reload was properly fixed on the device, but during the use of the device, it was not possible to close the tip to perform the stapling. The device and the reload were unusable. The surgical team had to replace the devices by new ones. No patient consequences reported. No further information is available.